Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported on (B)(6) 2017, that the pump power was spiking higher than normal pump power and then resultant flows periodically for the previous few days. The patient¿s lactate dehydrogenase (ldh) was just over 300 u/l, and their urine was slightly tea colored. The patient was admitted into the hospital. The submitted log file was reviewed by the manufacturer¿s technical services representative and the data showed a type of trajectory that has been linked to the possible presence of thrombus. It was reported on (B)(6) 2017, that the echocardiogram was negative. The patient was given heparin and the elevated ldh resolved. The patient was discharged to home on an unspecified date and is being followed up in the clinic.

Manufacturer narrative:
No product was returned for evaluation. The report of power elevations was confirmed based on the evaluation of the system controller log file; however, a correlation between the device and the reported elevated ldh could not be conclusively determined. The patient remains ongoing on vad support. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.